Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, dexcom received additional information regarding an adverse event. Patient reported that after removal of the sensor pod, they did not see the sensor wire and had pain and tingling sensations in their arm. On (B)(6) 2017, the patient had an x-ray taken. The x-ray showed the sensor wire in the muscle and the physician wanted to attempt to extract it. The physician made an incision in the patient's arm and fished around for about 15 minutes but could not isolate the sensor wire to remove it. Additional x-rays were taken and the sensor wire was still visible but the physician decided to close the incision. It was recommended to the patient that while the sensor wire was still embedded, they should wait and see how if felt after the incision site healed. Patient further stated at the time of additional contact, that they were doing okay and were not sure that they would make any further attempts to have the sensor wire removed, as their physician advised that it would have to be done by a general surgeon and likely require anesthesia. Patient added that the retained sensor wire was tolerable at that point and was not worth attempting extraction again. Patient reported that they were still experiencing occasional shooting pains at the site and tingling in their hand which if worsened, may require further action but this was not expected. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted at the arm on the (B)(6) 2017. It was reported that the patient used an alternative insertion site. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).